Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Event description:
Patient reported that she has experienced elevated blood glucose over the past 5-6 weeks. She believes the infusion device delivers too little insulin and reported the up/down buttons are defective. Patient is "very insulin sensitive." Blood glucose was 178 mg/dl at 2:00, and patient delivered insulin as a correction. At 8:30 a.m., blood glucose was 370 mg/dl. On (B)(6) 2011, blood glucose was 400 mg/dl in the morning. She changed the infusion set and delivered insulin as a correction. Patient did not have an infection, and normal blood glucose is 80-100 mg/dl. Infusion device was not exposed to electromagnetic fields or water. Infusion device was replaced and requested for evaluation. Patient did not require treatment from a health care professional or second party to address the issue. No additional information was provided.